Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event on the same day. The patient had their catheter removed and treatment was not reported. At the time of this report, the outcome of the event was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.